Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.

Event description:
A patient death was reported by the clinic nurse per a call to technical services. The event indicated that the patient received a shock from the patient's cardiac resynchronization therapy w/defibrillator (crt-d) system, then called 9-1-1 and was taken to the emergency department where the patient died. A cause of death has been requested and not received.